Manufacturer narrative:
An event of a burn at the needle insertion site was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
Related manufacturing reference: 2182269-2017-00110. During a bilateral lumbar ablation procedure, a second degree burn occurred at the needle insertion site. The burn was treated with topical silvadene ointment.